Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc sensor. Customer reported the sensor provided a consistent result of 90 mg/dl ¿when real glucose was 450 mg/dl¿ on the built-in reader. Customer experienced symptoms described as vomiting and heart pains and self-presented to a hospital where a reading of 518 mg/dl was obtained on the hcp device and customer was administered insulin via intravenous infusion. Customer remained in the hospital at the time of the report. There was no report of death or permanent injury associated with this event. The reported readings of 90 mg/dl and 450 mg/dl were plotted on the parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc sensor. Customer reported the sensor provided a consistent result of 90 mg/dl ¿when real glucose was 450 mg/dl¿ on the built-in reader. Customer experienced symptoms described as vomiting and heart pains and self-presented to a hospital where a reading of 518 mg/dl was obtained on the hcp device and customer was administered insulin via intravenous infusion. Customer remained in the hospital at the time of the report. There was no report of death or permanent injury associated with this event. The reported readings of 90 mg/dl and 450 mg/dl were plotted on the parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) were updated based on extended investigation all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc sensor. Customer reported the sensor provided a consistent result of 90 mg/dl ¿when real glucose was 450 mg/dl¿ on the built-in reader. Customer experienced symptoms described as vomiting and heart pains and self-presented to a hospital where a reading of 518 mg/dl was obtained on the hcp device and customer was administered insulin via intravenous infusion. Customer remained in the hospital at the time of the report. There was no report of death or permanent injury associated with this event. The reported readings of 90 mg/dl and 450 mg/dl were plotted on the parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant.